Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. It was reported that the patient was in a fight at the time of the event. The patient also reported that her monitor will not power on. Due to the monitor malfunction, the exact rhythm at the time of the event or the occurrence of the event cannot be confirmed. Since we cannot definitively confirm if the treatments occurred or were appropriate or inappropriate, we are reporting the event out of an abundance of caution.